Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: improper technique of obtaining or applying blood sample. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for e-0 - e-2 and low blood glucose test results. (B)(6) rep. Is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report experiencing symptoms. Medical attention was reported as a result of the actual blood glucose results and reported symptoms . The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.